Event description:
A nurse reported seeing bubbles in the tubing lines during an unk number of vitreoretinal procedures. Upon follow up the reporter informed and confirmed that the issue of bubbles has been noted multiple times during multiple procedures. The issue comes and goes, and it occurs when the surgeon is using the vitreous cutter at the beginning of the procedures. The bubbles are aspirated and the cases are continued without any consequences to the pts. There are no product samples and additional product info available for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).